Event description:
It was reported by service report that the zoom would disengage during use due to worn batteries. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.